Manufacturer narrative:
(B)(4) d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information received: no unusual sound was heard when the product involved was used. The shape of the staple at the site where the malformation occurred was a crushed b on one side. No bleeding or tissue damage occurred at the time of this event. The site where the staples were not formed properly was burned by harmonic and additional suture was performed. A formation of temporary stoma was performed during additional suturing/resuturing. The patient's condition is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿device was converted to circulator¿? Can additional details be provided regarding the staple malformation? Are any pictures available? In between firings, was the device cleaned at all? If so, how? (Please provide details). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic anterior resection of rectum, rs of rectum was dissected. (No preoperative therapy, and rectal irrigation is performed.) The device could be dissected at the 1st firing without any problem. The 2nd firing was also performed in the same way that waited for 30 seconds, fired, and waited for 30 seconds, then the jaws were opened, but the stool leaked from the cut end. The sealing was done at the affected area by har1136, and when it stopped, the 3rd firing was performed. The procedure was completed without any problems, and the device was converted to circulator. All cartridges were blue, the device was not replaced, and all three firing were used. The cartridges were not washed. The doctor said that although the home button pushed with the jaws articulated after the 1st firing, but even more articulated, then returned to the home position. It is possible that the event occurred compositely by the patient's condition and naive washing. The staples were malformed at the distal end of the cartridge. The cartridge color was blue. Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 4/25/2025 additional information: the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, a series of events were found in the event log that may indicate intermittent power issues. The bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. However, this condition is not related to the reported event.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch #c9e66p. Corrected data d4: UDI#. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload present. The reload was received fully fired. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. After further evaluation, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number c9e66p, and no non-conformances were identified.